Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after an interventional stenting procedure using a 6f sheath. Reportedly, a cuff miss occurred. Resistance was felt during removal of the device. Force was applied to remove the device then the device separated. The distal sheath remained in the vessel and was removed surgically. Hemostasis was achieved via the surgery. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was returned for evaluation. The reported needle to cuff miss and separation was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (IFU) states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Reportedly, resistance was felt during removal of the device, it is likely the guide separated due to challenging anatomical conditions, subsequent device damage and entrapment, including the surgical intervention and foreign body removal. In this case, it is unknown if the IFU deviation would have contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.